Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported error and replaced the universal surgical manipulator 3 (usm3) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported 23062 error was confirmed and replicated. In lighthouse, error 23062 was found in field logs on event date, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to reported event. The unit was installed onto a golden system, where the error was triggered on power cycle testing, replicating the reported event. Once testing was completed, the axes controller, motor (acm) pca was aba test and verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported 23062 error is attributed to the acm pca of the usm.

Event description:
It was reported that the customer encountered a recoverable fault on the universal surgical manipulator 3 (usm3). The customer recovered the fault three times but it continued to return. The system prompted the customer to disable or recover the usm3, the technical service engineer had the customer hard power cycle the system but the error persisted. The customer was walked through disabling the usm3 for the upcoming procedures. There was no report of patient involvement.